Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Failure not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction: in the intial MDR submitted, the operative eye was entered incorrectly as the left eye (os). The correct operative eye is the right eye (od). The following section has been updated accordingly. Describe event or problem: the operative eye is the right eye (od). Additional information received reported that the implant date was (B)(6) 2017. On post-op day 1, (B)(6) 2017, the iol has moved from 107° to 140°. Also, the lens was not explanted on (B)(6) 2017, but repositioned. Reportedly, there was no incision enlargement, vitrectomy, sutures used, or patient injury. It was also clarified that the patient had the zct400 20.0 diopter intraocular lens (iol) implanted in the left eye on (B)(6) 2012 with very good results. No additional information was provided. The following sections have been updated accordingly: required intervention if implanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as lens remains implanted. However, an exchange was scheduled for (B)(6) 2017 but not yet confirmed. (B)(6). Planned explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient diagnosed with white cataract post-operatively experienced a rotation of a zct525 20.0 diopter intraocular lens in the left eye (os) eye from a target of 107° to 140°. The post-operative visual acuity was 9/10 cylinder -4.0. Reportedly, there is a planned explant/exchange. No additional information was provided.